Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (560 mg/dl). Customer was treated with an insulin drip.

Manufacturer narrative:
It was discovered that the pump alarmed for multiple occlusion alarms on the date of the event. Correction: replace (B)(4).